Event description:
It was reported that atb35 was used during a video assisted thoracic surgery procedure. It was reported by the affiliate that the surgeon could not fire the instruments, since it was so hard to squeeze the trigger. The case was converted to open to finish the case. 05/21/1998 rec'd add'l info from affiliate. "Since the surgeon could not oversew the tissue thoracoscopically, pt was converted to open".